Event description:
Reporter has observed the er1 message several times. Reporter does not utilize the color comparison chart nor does he use the control solution. Reporter will retest and get a blood glucose result. Reporter remembers 104, 100, mg/dl. Reporter has never experienced a blood glucose reading higher than 200 mg/dl on his meter.